Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
It was reported that the customer is experiencing high blood glucose levels. Customer's blood glucose reading was 650+ mg/dl. It was reported that there is an issue with the insulin pump. Replacement product is not being sent.